Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient complaining of right hip pain. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that on july 23, a patient went to the e.r. Complaining of severe right hip pain after weeks of discomfort. Surgeon notified company representative on (B)(6) 2017 that a revision would be performed on (B)(6) 2017 upon finding evidence of trunnionosis and inflammation. During procedure a lot of black tissue was removed from the patient. Surgeon stated that the cup was well fixed and did not require revision. Procedure completed successfully without any surgical delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6), a patient went to the e.r. Complaining of severe right hip pain after weeks of discomfort. Surgeon notified company representative on 07/23/2017 that a revision would be performed on (B)(6) 2017 upon finding evidence of trunnionosis and inflammation. During procedure a lot of black tissue was removed from the patient. Surgeon stated that the cup was well fixed and did not require revision. Procedure completed successfully without any surgical delay.